Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - (lot#n5g1742y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a biliary tract cancer liver resection, firing was attempted, but the staple at the proximal end was not fired, whereas the staple at the distal end of the cartridge was fired. Additional sutures were performed by the surgeon, even though the knife had merely grazed the base. There was no patient injury.